Manufacturer narrative:
Investigation summary: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Indicating likely contamination. Customer data review shows a mixture of positive, negative and invalid results. Invalids due to flat or late prc amplification. All positive results are due to real sars amplification. Qc was unable to duplicate customer's complaints with the customer's returned instrument. Root cause: can not duplicate with returned instrument unable to determine. Source: phone.

Event description:
Reported one false positive sars result. Unknown if the result was confirmed. Confirmation method(s) not provided.